Manufacturer narrative:
Additional, changed, and/or corrected data: d.7.

Event description:
Patient reported left side rupture. Per MRI, ¿left breast implant with drops of water inside, irregular contours, presenting subcapsular lines, compatible with intracapsular rupture and presence of silicone around the implant, predominating in the union of the upper quadrants, posterior to the implant, compatible with extracapsular rupture¿. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Per MRI, ¿left breast implant with drops of water inside, irregular contours, presenting subcapsular lines, compatible with intracapsular rupture and presence of silicone around the implant, predominating in the union of the upper quadrants, posterior to the implant, compatible with extracapsular rupture¿ the device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted.